Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's father, that the customer had high blood glucose levels of 473mg/dl, 451mg/dl, and 357mg/dl. It was reported that the customer received excessive no delivery alarms. It was also reported that the customer's insulin pump was exposed to moisture. Troubleshooting occurred. No additional information is provided.